Manufacturer narrative:
K wire was not returned; however, a portion of the k wire was found embedded in the returned plate's corresponding hole. Therefore, the complaint is confirmed for a fractured k wire. The plate shows minor cosmetic damage, likely from the attempt to implant it. DHR review of the k-wire was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history could not be conducted without k-wire product ID. Implant computability also could not be assessed without ID of the k-wire. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 131811051, dvr lock narrow, 146260. 131812051, dvr lock standard r st. 131827112, lock screw sq 2.7 mm 12 mm ste. Unknown 131827116, lock screw sq 2.7 mm 16 mm ste. Unknown. 131827118, lock screw sq 2.7 mm 18 mm ste, unknown. 131827114, lock screw sq 2.7 mm 14 mm ste, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that the k-wire was stuck and fractured in the hole of the plate which made the plate unusable. The plate was removed from the patient. The surgeon used another plate to complete the procedure. No issues from the patient were reported. Attempts have been made and additional information on the reported event is unavailable.